Event description:
The pad device was used on a patient on (B)(6) 2010. The device shut down during use after issuing a "low battery" warning. The patient survived and it was assumed, was transferred to hospital after the event.

Manufacturer narrative:
Information gained from the device history log confirmed that the device failed a routine self-test due to a low battery on (B)(6) 2010. The device was left in fault mode for more than 7 months, during which time the battery was depleted to a critical level. During the reported event, the device was switched on but immediately detected the critical low battery and switched off. The ambient temperature at the time of the self-test fail was 8.9 degrees c and it was considered likely that the exposure of the device to this low temperature resulted in the low battery self-test fail. The user would have been alerted to the self-test fail by the red status indicator being illuminated but this warning went unheeded which resulted in the battery being further depleted to the critical level. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use. In the case of this report, it is not known if this was the initial use of the device.